Event description:
It was reported that prior to the implantation of this transcatheter aortic valve evolut fx + 34, a fluoroscopic check of the valve revealed no misload. A pre-implant balloon dilatation was performed using a 22 mm non-medtronic balloon. The valve was inserted into the patient and an infold was observed in the valve frame. Subsequently, a new evolut fx + 34 was loaded successfully. A second balloon dilatation was performed with a 24 mm non-medtronic balloon. The implantation of the new valve was then completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012708380); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012665466); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implantation of this transcatheter aortic valve evolut fx + 34, a fluoroscopic check of the valve revealed no misload. A pre-implant balloon dilatation was performed using a 22 mm non-medtronic (true) balloon. The valve was inserted into the patient and an infold was observed in the valve frame. Subsequently, a new evolut fx + 34 was loaded successfully. A second balloon dilatation was performed with a 24 mm non-medtronic (true) balloon. The implantation of the new valve was then completed successfully. No patient complications have been reported as a result of this event. Additional information was received to report the infold in the valve frame appeared after the first deployment. The valve was recaptured into the delivery catheter system and withdrawn from the patient. The procedure was delayed until the new valve was loaded, inspected, and ultimately implanted. Per the physician, the patient anatomy, aortic valve calcification contributed to the infold in the valve frame.

Manufacturer narrative:
Updated data: a2. Patient's age at the time of the event b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implantation of this transcatheter aortic valve evolut fx + 34, a fluoroscopic check of the valve revealed no misload. A pre-implant balloon dilatation was performed using a 22 mm non-medtronic (true) balloon. The valve was inserted into the patient and an infold was observed in the valve frame. Subsequently, a new evolut fx + 34 was loaded successfully. A second balloon dilatation was performed with a 24 mm non-medtronic (true) balloon. The implantation of the new valve was then completed successfully. No patient complications have been reported as a result of this event. Additional information was received to report the infold in the valve frame appeared after the first deployment. The valve was recaptured into the delivery catheter system and withdrawn from the patient. The procedure was delayed until the new valve was loaded, inspected, and ultimately implanted. Per the physician, the patient anatomy, aortic valve calcification contributed to the infold in the valve frame.

Manufacturer narrative:
Corrected data: additional codes. Inadvertently omitted the added annex f code in supplemental 001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. The valve was discolored showing evidence of blood contact. The valve frame was received in a compressed state, with the outflow showing an elliptical shape and the inflow resembling a kidney-like (reniform) shape. Upon receipt, leaflets 1 (l1) and 3 (l3) were observed in a partially open configuration, while leaflet 2 (l2) remained in a closed position. All leaflets exhibited stiffness with moderate flexibility, showing pronounced creases and visible frame imprints. All commissures appeared intact. All sutures appeared intact. The valve was immersed in a warm saline bath, at approximately 37°c, resulting in full expansion of the frame. The reniform shape of the inflow and the elliptical contour of the outflow were restored to its original configuration. No signs of frame damage, such as bends or kinks, were observed. To simulate the loading process as outlined in the instructions for use, the valve was placed in a cold saline bath. The frame paddles were properly seated within the paddle attachment pockets without any issues. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube enclosed the valve¿s commissure pad. Next, the inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed during this step. Finally, the capsule was fully advanced over the valve (figure 10). Throughout the loading simulation, no visual or tactile abnormalities were noted. The valve was deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve, with no anomalies observed. Deployment continued through the waist and past the point of no recapture, without any issues noted. The valve was then fully deployed. No visual or tactile anomalies were observed throughout the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.